Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons have stopped responding. The reporter stated that previously multiple presses were required to elicit a response. The reporter denied trauma, damage or water exposure to the pump or keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact. The keypad buttons were found to be responding properly. The keypad was removed no damage was observed. Unrelated to the event the bolus button was found to be unresponsive.